Event description:
The physician was treating a popliteal aneurysm. An 8x15 viabahn device using a 014 iron man guidewire was positioned in the politeal artery. While trying to deploy the device by pulling the deployment string the viabahn and catheter "horses shoed" in the aneurysm. The size of the aneurysm allowed the guidewire and catheter to fold over the face the opposite direction. The distal portion of the device also began to unravel and deploy. The physician was unable to remove the device. The device and catheter were removed surgically and the artery was repaired. The patient was fine following the procedure. The device was discarded by the user faciltiy.